Manufacturer narrative:
On 8/9/2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware of the concomitant device. Concomitant products: 475cc mentor siltex round moderate profile saline catalog: 3542680 lot: 5666577 sn: (B)(4). On 8/21/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was noticed lines of shell wear around it, suggesting in-vivo folding or creasing of the device. In addition, during leak testing was noted a leakage in the union between valve and the shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile, 475cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number: 3544650, serial number: (B)(4), and left replaced with catalog number: 3544650, serial number: (B)(4) on (B)(6) 2019.